Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: were the blue reloads the only reloads used in this procedure? Only blue reloads were used in the case. Investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue with two surgical instruments, it was noted a little blue point unfortunately it was not possible to confirmed the reported issue due to the angle photo. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a small piece of blue plastic was left in the patient after opening jaws following the second firing. The device and reload were discarded but the rep does have the piece of plastic to return. Surgeon, suggest it came from the driver of the stapler. They completed the case with the same stapler without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2024. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that the device and reload were not returned for analysis. Only a small piece of blue plastic was returned inside of a plastic bag. Since no device and reload were returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no device and reload were returned for analysis. The reported complaint could not be confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The device was sent to cincinnati for additional evaluation. The particle was inspected and photographed. The colored material was separately from what appeared to be surgical residue and analyzed using fourier transform infrared spectrometer (ftir), which can identify the composition of a polymer by passing an infrared beam into the material and measuring the wavelength of the light absorbed by the material. The particle was identified as polyetherimide. Polyetherimide is used for the drivers in the gst cartridges. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.